Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported that there were air bubbles in her insulin cartridge and infusion tubing. She stated that she allows insulin to reach room temperature prior to use and she properly adjusts the piston rod prior to insertion. She stated that she would change the insulin cartridge to resolve the issue. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.